Event description:
It was reported that a CT (computed tomography) image showed effusion and patient with this cardiac resynchronization therapy pacemaker (crt-p) had a pocket hematoma. Pericardial window revealed serous fluid and no evidence of perforation and possibly just pericarditis. Physician performed hematoma evacuation procedure. This device remains in service. No additional adverse patient effects were reported.